Event description:
The customer reported that the fluoro table is intermittently displaying charger failed error. No pt involved.

Manufacturer narrative:
(B) (4). The ge service rep inspected the system and confirmed the problem. The system is intermittently displaying a charger failure. He found the f13 500v fuse blown, which was caused by the power switch pcb and q5 darlington. He replaced the power switch pcb, q5 darlington, and f13. The system operates as intended.